Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of false negative urine hcg on henry schein hcg dipstick 25t (urine). It was reported the patient had received positive results on a home pregnancy test. Using the henry schein hcg dipstick 25t (urine), the hcg results were negative. Caller drew a serum hcg. The results were positive, reflecting patient approximately 2 weeks pregnant. Quantitative test result was 29 miu/ml. Patient's last menstrual period unknown. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with returned and retention products of the reported lot. Retention and returned devices were tested in-house with 25 miu/ml hcg urine cutoff controls. All results were hcg-positive at the read time and met the qc specification. No false negative results were observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.